Event description:
It was reported the during the use of the product, an alarm went off, but no information was indicated on the display. The customer then changed the cassette to another one, and the alarm was settled. So he suspected there was an anomaly in the cassette. Also, he checked the cassette with another pump connected to it, but no alarm reoccurred. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found no damage, kink, or cut that could cause the failure mode reported. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. No additional action was taken as the device functioned as intended. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.